Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had loose drive support cap and it was sticking out during bolus. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was not hit and there were no alarms. The customer was advised to discontinue use of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Unit received with detached end cap. Unable to perform any testing including the displacement, due to detached end cap. Pump received with loose drive support disk, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.